Manufacturer narrative:
Investigation - evaluation: a review of drawings and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
The event is currently under investigation. - attachment: [mw 5065055 pr 162080.pdf]

Event description:
Per the mw5065055, reported through the FDA voluntary event reporting process, the manufacturer was informed that: "the patient presented for drainage of his chronic and recurrent ascites. Under ultrasound guidance a 5f 10cm centesis needle was inserted into the peritoneum and 8000ml of yellow colored fluid was removed. Upon removal of the catheter, the tip was noted to be fractured with a portion missing. Focal sonographic imaging demonstrated the fractured tip adherent to the abdominal wall. Multiple attempts to capture the catheter using forceps and ultrasound guidance were unsuccessful. The patient, who was an outpatient underwent a CT abdomen to identify location of catheter tip, then was admitted as the risks out weighted the benefits of surgical removal. The patient was discharged. One week later he was readmitted as an out patient and had the fragment tip was removed via fluoroscopy."